Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. The patient came in for their 45 day follow up transesophageal echocardiogram(tee) procedure. During the procedure it was noted that there was a leak that was present and less than 5mm. Additionally the physician noted that there was a possible thrombus on the face of the closure device. The physician switched the patients medication from doac to dapt. No other treatment or intervention was performed or needed. The plan is for the patient to come back in three months for a CT scan.